Event description:
Additional information received states that it¿s one device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 (expiration date, lot), d9, d10, g4 and h4 corrected: d1, d4 (catalog, primary UDI number), h1 and h6 (health effect - impact code) h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported the ring plate of the ppfx system was correctly installed and tightened to 6 nm. One week after surgery, the ring plate separated from the distal plate; neither the ring plate nor the distal plate broke. All screws and threads are intact, including the connecting screws. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: corrected: g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, and it can be observed that the va-lcp ppfx proximal femur plate 3.5/4.5 was completely moved from the originally position. Therefore, the allegation can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the va-lcp ppfx proximal femur plate 3.5/4.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 02.221.110s. Lot number: 54484p1. Manufacturing site: mezzovico. Release to warehouse date: 11 mar 2025. Expiration date: 01 feb 2035. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the va-lcp ppfx proximal femur plate 3.5/4.5 had slightly scratches on the top surface. It's reasonable to conclude that this damage was caused during the implantation and explantion process. However, we can confirmed the migration allegation with the post-operative evidence was returned (please see the attachment ppfx 10.10.25.png), due to the va-lcp ppfx proximal femur plate 3.5/4.5 was moved from the original position. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed several attempts of assemble and disassembly were made. It was possible to preformed the complete assembly process. The functional test was performed with the mating device also returned in this complaint. Therefore, after the investigation no signs of malfunction between the implants were found. The device works as expected. According to the surgical technique va lcp ppfx plating system 3.5/4.5/5.0 se_834705 rev, ac the following instruction and precautions are mentioned. Insert plate notes: if used, attach and secure the optional gt ring attachment plate before the main plate is in-situ. If used, the optional distal femur spanning attachment plate and va-lap should be added when the main plate is in-situ. If using the optional gt ring attachment plate, pre-assemble the gt ring attachment plate to the proximal femur plate by inserting the tab of the gt ring attachment plate into the slot of the proximal femur plate. Attach screwdriver shaft to the 6 nm torque limiting handle to tighten the connecting screw for the gt ring attachment plate. Precaution: if using the optional gt ring attachment plate, ensure that the connecting screw is tightened with the 6 nm torque limiting handle before the assembly is introduced in-situ. Plates may not properly assemble and the connection may be weakened if connected or tightened in-situ. Insert the plate proximal to distal, down the length of the bone. Slide the plate distally until the proximal femur plate head is seated properly on the proximal femur, with the plate head just below the vastus ridge and the plate shaft aligned with the shaft of the femur. Additionally, the gt ring attachment plate, if used, should be placed against the greater trochanter. If needed, provisionally fix the plate, for example, by using wires. Note: wires used to hold the sizing templates do not correlate with wires used for provisional fixation of the plate. Check implant position under image intensifier control. Precaution: consider whether or not a distal femur spanning attachment plate is planned as it may affect the final position of the proximal femur plate, or the gt ring attachment plate and proximal femur plate assembly. The overall complaint was confirmed as the observed condition of the va-lcp ppfx proximal femur plate 3.5/4.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part number: 02.221.110s. Lot number: 54484p1. Manufacturing site: mezzovico. Release to warehouse date: 11 mar 2025. Expiration date: 01 feb 2035. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.